Event description:
The ventilator was connected to a patient when the unit failed to cycle. The customer reports that an unknown alarm activated then the audio tone decreased. There was no patient injury.